Manufacturer narrative:
Additional excluder device included in this report: pxc161200/7778365. (B)(4). Imaging evaluation findings for CT images dated 12/15/2015: received one time-point for review. There appeared to be a previously placed graft in the thoracic aorta. Unable to confirm if there was a dissection just distal to the thoracic graft. There appeared to be a dissection at the proximal end of the excluder device. Unable to determine if there was a dissection prior to implant with the images received. There appeared to be a distal type I endoleak in the right common iliac. There did not appear to be distal wall apposition in the left common iliac. The maximum aneurysmal diameter appeared to be 77.8mm x 83.9mm. Concomitant medical products: patient medications include carvedilol, furosemide, guanfacine, metolazone, miralax, multivitamin, potassium chloride, simvastatin, temazepam, tranexamic acid, and vitamin c. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore&#59397;excluder aaa endoprostheses: pxt311415/7332716 on the right (ipsilateral) side, and pxc161200/7778365 on the left (contralateral) side. On (B)(6) 2015, computed tomography scan revealed a distal type I endoleak in the right common iliac artery, and a lack of distal wall apposition on the left side. On (B)(6) 2016, the physician extended both sides of the stent-graft system with two 18mm contralateral leg components on the left side, and a 12mm contralateral leg component on the right. The patient tolerated the procedure.